Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 350 mg/dl at time of incident. Customer's mom stated that not eating much all day and after two hours it would not come down. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with manual injection and insulin drip in hospital. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.